Manufacturer narrative:
This is one of a set of complaints that were all reported to (B)(6) in the same timeframe and described similar patient reactions; all of these cases also used the same system and handpiece (as identified by serial number). Upon receipt of the original complaint, the company determined that this was not a reportable event. However, upon the recent receipt of similar complaints (in (B)(6) 2016) which the company concluded were reportable, (B)(6) has re-evaluated this complaint and determined that, in an abundance of caution, it should now be reported. [In above, the first reported serial number is that of the system, and the second reported serial number is of the applicator/handpiece used in this treatment.] [For above, the applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is single use.] A number of technical problems (screen distortion, inversion of colors, and handpiece damage / inability to fully connect to system) had previously been reported on (B)(6) 2015; the system was serviced and repaired on (B)(6) 2015. None of the identified issues were clinical- or safety-related, and none are believed to be connected to the reported patient event. Treatment logs were downloaded and analyzed and no issue was found. Temperature, impedance, power and energy levels were as expected, and the profound system passed all testing. Upon evaluating all of the available information, it was determined that the most probable root cause of the adverse event was improper needle insertion. The identified risk is already addressed in the device risk analysis.

Event description:
Patient injury reported post-treatment with profound at comprehensive plastic surgery (B)(6). Dba (B)(6) surgery in (B)(6). Treating physician was trained by (B)(6) clinical trainer on (B)(6) 2015. Female patient (unknown ID, age, skin type, or ethnicity) was treated for facial wrinkles and laxity. It was not reported whether patient complained of any adverse effects during treatment, but treating physician complained about the length of recovery and pitting on the patient's face. No photographic evidence or additional information were provided about the possible adverse reaction. Known treatment parameters: (B)(6) degrees, (B)(6) second pulse duration. Upon evaluating all the available information, it was concluded that the most probable root cause of the adverse reaction was improper needle insertion during device use.